Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia following a dinner meal announcement that was larger than usual while using the ilet for less than one week; the cgm showed a nadir of 56 mg/dl, and the ilet suspended insulin delivery as designed, after which oral liquid glucose was taken and glucose levels recovered within approximately 45 minutes. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no need for emergency care or professional medical intervention. Investigation included customer interview and device-use review with troubleshooting and education on meal announcements and appropriate meal sizing. Investigation of this case revealed user-related use error regarding incorrect meal size entry during the learning period, with the device performing insulin suspension and alerting as expected. It was concluded that the event was related to use error with appropriate device performance.